Manufacturer narrative:
The tm patella was manufactured, inspected and packaged within established process specifications. It was found to be compatible with the femoral component that was implanted. The sunrise x-ray image illustrates a tm patella that appears to be tracking correctly with the femoral component. In addition, it was reported that only the tibial component was revised; therefore, there is no indication that the tm patella has failed or is failing to perform as intended at this point in time. This investigation is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
It was reported that the patient received a persona tibia and tm primary patella on (B)(6) 2013. The patient's tibia component due to pain and possible loosening. It is unknown if the tm patella was revised. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported that the patient received a persona tibia and tm primary patella on (B)(6) 2013. The patient's tibia component due to pain and possible loosening. It is unknown if the tm patella was revised. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet tmt design control.